Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to procedural circumstances. It is likely that the balloon profile became compromised after the inflation and stent deployment possibly due to interaction with the anatomy or associated devices, resulting in the difficulty retracting the balloon back into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the common iliac artery above the inferior epigastric artery with mild tortuosity and moderate calcification. Following the successful deployment of a 8.0 x 39 mm omnilink elite 35 stent, the balloon of the sds was deflated and the sds was attempted to be removed; however, the balloon met resistance with the 6f non-abbott sheath. The sds and the sheath were removed together as a single unit. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.